Event description:
The customer contacted beckman coulter inc. (Bec) to report obtaining erroneous troponin I (accutni) results on two unicel dxi 800 access immunoassay systems (s/n (B)(4)) over a period of (B)(6) 2011. The customer reported the results out of the laboratory. This report documents the results generated on 11/09/2010 using the dxi instrument s/n (B)(4) for one (1) patient. The initial result was within the risk stratification range, but repeat testing produced a lower result within the normal reference range. The customer had previously reported an event that resulted in serious injury. Beckman coulter inc submitted MDR 2122870-2011-02676 to report the event. The customer indicated that there has been additional event with some occurrence of change to patient treatment including catheterization and treatment for deep vein thrombosis (dvt) between the period of (B)(4) 2011; however, it is unknown which patient underwent the treatment due to the erroneous accutni result. If the customer supplies additional information for patient treatment or serious injury, supplements to the additional mdrs will be filed.

Manufacturer narrative:
The customer did not provide: accutni reagent lot number; patient demographic; sample collection data; system check date; qc data. Per service history, the customer did not report assay or hardware issues at the time of the event. Root cause can not be determined for this event. The attachment section of this report includes a total list of the mdrs that are being reported on different dates and instruments at this customer site for this event.